Event description:
Additional information received that the patient found another health care provider (hcp) to manage his care. It was reported that the patient could walk and sit now, whereas he couldn't get out of bed before. It was noted that he still could not stand for a long time or lift things. During the last 4-5 days, the patient had "bad spells" with his back and that he may have done "something" to it. It was indicated that he had more spasms in his back than before and the spasm wraps around to his chest. It was also reported that his arms and legs were a little weaker and they "cramp up". The patient had a scheduled appointment with hcp in 2 weeks. The patient's status was unknown. Additional information had been requested, but was not available as of the date of this report.

Event description:
It was reported that patient had an increase in daily baclofen dose infused via the pump on (B)(6) 2012 and the next day patient woke up with increased spasticity; it was "believed that there was a drug infusion issue". The patient was concerned regarding how he had been taking large doses of oral baclofen to manage his spasticity. The patient contacted the hcp. The patient was pursuing establishing care with a different pump managing hcp. Additional information received later reported that the morning after last adjustment on "(B)(6) 2012, the patient could hardly move and was stiff". It was added that patient was informed that the earliest he could be seen by the hcp was in 10 days. It was further stated that the hcp "dismissed" the patient at the next appointment; the hcp did not perform any adjustment. The patient had an appointment scheduled with another hcp for (B)(6) 2012.

Manufacturer narrative:
Catheter: model: 8731sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).